Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
No additional information regarding the event is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00990-3.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00990-1.

Event description:
It was reported that outside of surgery, the batteries would not hold a charge and would present a voltage of zero volts instead of 14.4v. The device has an error code and the connector seems charred (poorly soldered). There was no damage to the batteries. There was no patient involvement. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: france. Multiple MDR reports were filed for this event, please see associated reports: 0001526350 - 2023 - 00990.

Event description:
It was reported that during an unknown time, the batteries would not hold a charge and would present a voltage of zero volts instead of 14.4v. The device has an error code and the connector seems charred (poorly soldered). There was no note of patient harm or delay in procedure. Due diligence is in process and there is no additional information available. There is no adverse event associated with this malfunction.